Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted by analysis. Analysis was unable to confirm unexpected battery out limit alarms due to keypad anomaly. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a scratched display window, and a cracked case near the display window corners noted by analysis during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 100 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.